Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the ureteral stent placement process, there was a jam with the guidewire included in the packaging, which caused the stent to break during the separation process. The wire was removed. A new stent had been replaced.

Manufacturer narrative:
The reported event was confirmed - cause unknown. Received 1 ureteral stent kit in open packaging. Verified material number 777426 and batch number ngjt1240. Visual inspection noted the stent was broken upon return. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d,e,f,g,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the ureteral stent placement process, there was a jam with the guidewire included in the packaging, which caused the stent to break during the separation process. The wire was removed. A new stent had been replaced.